Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lot on pt #2. Results as follows: date: (B)(6) 2012, pt: #2, inratio: 1.0, lab: 1.6. Time between testing was minutes. Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.0, ref: 1.6, mean: 1.3, confidence limits: (1.0 - 1.5), result: fail. Reported results for pt #2 are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt / inr testing. Further testing is required. No product associated with the complaint is expected for return. Root cause could not be determined. In-house therapeutic donor testing with retain strips was performed with reported lot 273316. Results as follows: (B)(6), inratio results: (2.8, 2.9, 3.0), reference: 2.56, bias threshold: (1.56 - 3.56), %cv: 3.45. (B)(6), (2.3, 2.4, 2.4), 2.23, (1.23 - 3.23), 2.44. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on 06/10/2012, (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.